Event description:
Pt underwent right total hip replacement in 1992. Post-operatively, pt suffered several dislocations, the fourth of which occurred in 1998. The next day, a closed reduction was attempted. Several days later, on event date, the hip was revised.